Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the plastic connector within the kit is creating a hole in the catheter at the blue line. The account alleges that one patient tested positive for peritonitis in (B)(6) 2018 and was treated by the physician with an antibiotic. The plastic connector was replaced. The patient has since recovered from the infection.